Manufacturer narrative:
Return requested. Replacement collimator shipped to site (B)(6) 2016. Suspect collimator, returned to manufacturer on 05/09/2016, is under currently analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Collimator filter was stuck in the start spot. Changed the collimator because the filter was not moving. Imaging system passed all tests and is up and running. Issue resolved.

Event description:
A site representative reported that their imaging system was showing an error initializing collimator message. Re-booting the imaging system did not resolve the issue, nor did pressing the collimator movement buttons. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect collimator finds that the reported issue could not be confirmed. The collimator was installed in the test imaging system and the collimator initialized during motion ready sequence. Invalidated home and during motion calibration the collimator initialized. 2d and 3d imaging were successful, as was manipulating the collimator leaves. No problem found.